Event description:
It was reported that the patient experienced an inadequate stimulation and pain at the lead site. The patient underwent a lead replacement procedure.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 16958800. UDI: (B)(4).